Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 07dec2010. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that agiliti had received a notification that efz 5045 (131988641), eeu 8314 (12753840), eeu 8618 (12950167), eex 8175 (13174997) and eex 8903 (13326422) were reported to have been involved in an equipment incident. And the units will not be returned to bd. Agiliti will perform testing of these units. This is just a fyi, and nothing further is needed. There was no injury to the patient. The pr has been created in-order to record the incident and send the pr number to agiliti as an acknowledgement.